Event description:
It was reported that the patient was experiencing painful stimulation and that the device needed to be programmed off. The physician reported that the patient's device was programmed off in 2001 and that she was not aware of it being programmed back on since that time. However, upon device interrogation by a company representative, the output current was at 5.75ma which is outside of the range for output current (0-3.5ma). Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator and lead confirmed all quality tests were passed prior to distribution.